Manufacturer narrative:
Age of device: 2 years, 11 months, 7 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported patient underwent a pump exchange on (B)(6) 2018. Additional information was requested but not yet received.

Manufacturer narrative:
The known short-to-shield in december 2017 and driveline repair are addressed in MFR # (B)(4) and MFR # (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2018 for pump exchange due to a known short-to-shield in december 2017. The patient previously had a driveline repair and controller exchange for a short-term solution. The pump exchange was successfully performed on (B)(6) 2018 without complications and the patient was discharged on (B)(6)2018.

Manufacturer narrative:
Device evaluation: the evaluation of heartmate ii lvas, serial number (B)(4), confirmed driveline wire damage that would have contributed to the reported pump stop and low speed events in december 2017 and january 2018. Thrombus was also confirmed in the evaluation. (B)(4) was returned assembled with the driveline cut approximately 5¿ from the pump housing and the distal portion was returned measuring approximately 24.5". Evidence of a driveline repair was observed ((B)(4) for the investigation). The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Examination of (B)(4) upon disassembly revealed a white tissue-like, non-adhered deposition within the proximal side of the outlet stator. The deposition was loosely seated between the outlet bearing ball and the blades. The lack of laminated layering suggests that the deposition did not initially form in the outlet stator. Although the origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, the deposition lacked denaturation and the lack of circumferential contact marks on the outlet bearing cup suggest that the outlet stator deposition was not present in the outlet stator for an extended amount of time while it was in operation. A specific cause for the development of the deposition cannot be conclusively determined; however, its size and structure suggest that it was unlikely to have contributed to a functional issue. The remaining blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Upon removal of the deposition, the device was cleaned. The bearings, rotor, and blood-contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Both the pump end segment and distal end segment of the driveline were tested for electrical continuity and did not reveal any discontinuities or shorts, even with manipulation of the driveline. No damage was observed on the outer silicone jacket and bionate layer. Severe breakdown of the metal braided shield was observed adjacent to the pump housing and on the distal end segment of the driveline at approximately 19¿ from the metal connector. Visual inspection of the underlying wires revealed breaches in the insulation of the brown and red wires adjacent to the pump housing, exposing the inner conductors. The damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. The remaining segments of the driveline were then submerged in a saline solution for hi-pot testing to verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The brown wire represents one of the wires of phase 2 and the red wire represent one of the two wires of phase 3. If the exposed conductors of any wire made contact with the metal braided shield while the system controller was connected to a tethered power source such as a power module or mpu, the resulting electrical short to ground could have resulted in the reported pump stop and low speed events recorded in the system controller log files submitted under (B)(4). In addition, a phase-to-phase short could have also potentially occurred if the exposed wires from any of the wires made direct or simultaneous contact with the metal braided shield while the device was supported by batteries or the ungrounded patient cable. No further information was provided. The manufacturer is closing the file on this event.